Manufacturer narrative:
The sheath was returned to edwards for evaluation. Upon visual inspection, severe scratches on the sheath shaft, the entire sheath shaft was fully expanded as designed (no tears were observed on the sheath liner), and the distal end of the strain relief was pulled back (¿bunching¿). No other abnormalities were observed. No relevant functional testing could be performed on the complaint device due to its returned condition (liner expanded). No relevant dimensional inspection could be performed to identify a potential manufacturing non-conformance. The manufacturing process for the esheath includes 100% inspections for smooth inner lumen, no visible wrinkles on outer sheath surface, liner fold is continuous from distal end to proximal end of taper, circumferential surface defects or witness lines, remnant lines, without holes or tear on strain relief and inspect for kinks, bends or mechanical damage. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. The complaint for the ¿sheath shaft ¿ damaged¿ was not confirmed through visual inspection of the returned device during engineering evaluation. No manufacturing non-conformities were identified during the investigation. A review of manufacturing mitigations supported that the esheath shaft has proper inspections in place to detect issues related to sheath shaft ¿ damaged. The exact root cause of the complaint is undetermined. However, per the report, a sharp edge was created while withdrawing the sheath. Patient anatomical information was not provided and there is no information in the description of the complaint that indicates that any procedural factors contributed to the event. However, scratches observed on the sheath shaft suggest the presence of calcification. Calcification can damage the exposed portion of the sheath liner. Additionally, tortuous or calcified access vessels (severe scratch on the sheath is indicative of calcification in the access vessel) and sub-optimal insertion angles can also cause non-coaxial retrieval angles, resulting in damage to the sheath. In this case, patient and procedural factors may have contributed to the event. The observed bunching of the strain relief could have been due to interaction with calcification in the vessel during the insertion of the sheath into the patient. The complaint for sheath shaft ¿ damaged was unable to be confirmed, and no labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate does not exceed the july 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Correction exact model number reported.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection and stenosis of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the artery dissection cannot be confirmed. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through our european affiliate, during a transfemoral approach upon removal of the sheath a "sharp edge" was noted resulting in a tear in the artery. The artery was unable to be repaired with a closed suture technique. The patient was transferred to the operating room and an open surgical repair was performed.